Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock therapy due to atrial oversensing on the ventricular channel. A chest x-ray was performed and showed that the atrial lead was dislodged. Tachycardia therapy was disabled and the patient will be scheduled for the lead revision. No further information is available.